Manufacturer narrative:
Concomitant medical products: product ID: 4196-88 lead, implanted: (B)(6) 2011; product ID: 6947-65 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had elevated thresholds. The parameters on the lead were reprogrammed and it remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.